Event description:
The patient's family member called to report that patient had previously taken insulin at 10:30am. Around 5-6pm patient used the suspect device to check their blood glucose and obtained a result of 191mg/dl. Twenty minutes later patient experienced low blood glucose and was taken the hospital. At the hospital their glucose was 20mg/dl. Patient was treated with a glucose IV. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.